Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 1 other similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field DHR review: part number: 251003; supplier lot number: 15c03; qty of lot: (B)(4) devices; release to warehouse date: 29th march 2015; manufacturing date: march 2015; expiration date: na; supplier: tag; manufacturing site: tag. Any anomalies or discrepancies in the manufacture of the lot: none. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported that during surgery the tip of the device broke when the surgeon threaded the device. The device was discarded at the hospital. There was no surgical delay or harm to the patient. The backup device was used to complete the case.